Manufacturer narrative:
Hologic product applications specialist (pas) reviewed logs and found no instrument issues; all runs were valid with normal controls, concluding there was likely low-target samples. Customer updated that most new aliquots from positive samples retested as positive. Hologic field applications specialist (fas) and customer pinpointed sample preparation issues to two operators, retrained all operators, and revised the workflow for preparing and loading samples. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported "a few discrepant samples" from sars-cov-2 tma runs using assay lot 278953 on panther instrument sn (B)(4). Customer provided logs but no sample ID information nor dates to review logs from. Customer was running uncapped workflow and had some newer operators in the lab.